Manufacturer narrative:
On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accuchek inform ii meter serial number (B)(6). At 13:43 on (B)(6) 2023, the patient was tested with the meter and the glucose result was 6.8 mmol/l. At 13:44 on (B)(6) 2023, the patient was tested with the meter and the glucose result was 21.1 mmol/l.

Manufacturer narrative:
The investigation conclusion code has been updated.